Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "rippling effect on palpation".

Event description:
Healthcare professional reported right side rupture, confirmed by ultrasound and MRI, and "patient noticed rippling effect on palpation from 2018". The device remains implanted. This report pertains to the right side.

Event description:
Healthcare professional further reports ¿outside ultrasound has reported intracapsular silicone with the axillary nodes. The silicone excitation sequence shows bilateral enlarged nodes with evidence of contained silicone on the silicone excitation sequence.

Manufacturer narrative:
Reason for reoperation: silicone migration and lymphadenopathy.

Event description:
Device has been explanted and replaced.